Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ref number of the individual suture package does not match the ref number on the outer package. The event occurred pre-op to an unknown procedure on an unknown date. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2022. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a box with the product code that had the "h". For this reason, the information on the overwrap was checked against our system and the information it contains is correct. Photo (2) shows a aluminum packaging without the letter h at the end of the product code j331 with a combination needle/suture both are the same product code, the letter h indicates the place of sale. An image of the final product was compared to the photo and the information is the same in both images. According to the status of the sample, the print information belongs to the j331 code. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.